Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients l4 lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2023 where in the lead was explanted and replaced to address the issue.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient¿s lead was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.